Event description:
The company was informed that the patient developed an infection. Skin irritation from headpiece use was observed. The patient was prescribed antibiotics (acantex) for 10 days. The patient was further prescribed antibiotics (cefacilina and rifampicina) for 10 days repeating 3 times. The infection continued so the patient was prescribed antibiotics (acantex, clavulinic and amoxicillin) for 2 months. After a month of this treatment the patient was also prescribed coticoid . The patient's device was explanted. The patient was prescribed antibiotics (cefalexina) for 7 days. The company was informed that the infection has cleared and the patient is doing well.